Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia .the blood glucose level was 545 mg/dl. The auto mode was not active at the time of high blood glucose event. The customer was treated with insulin pump. The insulin pump will be returned for analysis.